Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high impedance causing a polarity switch. The rv lead rem ains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.